Manufacturer narrative:
Age, sex, weight, and ethnicity: unknown/ not provided. Telephone number: (B)(6). Device evaluation: field service engineer went to site to service the system and performed a complete check and calibration of the unit and found no issues. The unit is working within specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a leaking incision of patient's eye and it required sutures. There was no problems with healing afterwards and good visual acuity. No additional information has been provided.